Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction and the play of the up and down knob was out of standard value due to wear of the angle wire, due to a pinhole on the channel tube the water tightness was lost, due to deformation of the up/down knob water tightness was lost, the connecting tube had a wrinkle, discoloration, a scratch and a dent, the control unit had discoloration, the light guide lens had a crack and the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the suction cylinder was shaved, the screw in the suction connector was detached, the adhesive on the bending section cover had a chip, the bending tube was deformed, due to adhesive peeling around the objective lens a streak of flare appeared in the image, and due to damage switch 4 did not work. Additionally, the following had scratches: the plastic distal end cover, switch box, switch 1, forceps elevator, the up/down knob and right/left knob, forceps elevator knob, suction connector, control unit, scope connector case unit, the protector of the universal cord on the suction connector side and control section side, scope cover, grip, and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a bad angle. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.